Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported following the replacement of the patient¿s leads (manufacturer report number 3006705815-2021-03261) to a penta lead via laminectomy the patient could no longer feel any sensations below his navel, nor could he move any part of his lower extremities. The patient was brought back into surgery wherein the entire system was explanted. Sensation and function were restored to the patient¿s legs after the explant.